Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had back/retrograde flow during therapy. The customer reported "had a baby in a cot admitted for blood sugars and feeding. Infant not feeding well. IV inserted by myself at 2150, infusing d10/.2 nacl at 8ml/hr. IV checked at 2300 and running, poc at this time 3.6. Parents attempted to breast feed then was cuddling infant. At 2350 parents noticed blood backed up IV tubing to first port on the baxter tubing. Parents notified myself about this. Infant placed in cot. IV flushed well and blood was removed from line. Baxter pump was running throughout, pump did not alarm. Parents left at this time for evening. I watched the IV and noticed that once again blood was backing up into 2 way. IV flushed once again. Baxter pump shown to be running/ pump did not alarm on second episode. Decision to change tubing at this time. Changed both 2 way and baxter tubing. IV remains to flush well." It was also reported that there was no patient harm and no medical intervention provided as a result of the blood backing up into the IV line. All the information regarding the patient and event reported to baxter by the customer has been reflected in this report.